Manufacturer narrative:
Software version 4.11 e. Retainer is black. Patient returned product with allegation of stuck key 61 and insulin flow block alarms on nov 14, 2021. Device passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All buttons function properly. No unexpected no delivery or occlusion alarm or stuck button error alarm noted during testing. Thus software was utilized and downloaded trace or history files properly. No stuck key alert found in the history file. Several no delivery notifications were found in the history file on nov 08, 2021 at 01:14, 01:18 / 00:04, 00:18, 00:28 during a basal / nov 08, 2021 at 01:19, 01:20, 01:22 / nov 10, 2021 at 06:35 / nov 13, 2021 at 14:00, 14:46, 14:49, 14:50, 14:51, 14:55, 16:39, 16:43, 16:46, 21:24, 23:54 / nov 14, 2021 at 00:39, 01:46, 03:52, 03:54, 03:55, 03:56, 06:31, 06:32, 06:33, 06:40 during a boluses. Device was cut open to perform visual inspection and no physical damage or moisture damage found on the electronic assembly, motor assembly and force sensor assembly. The connector on electrical board was locked properly during visual inspection. The force sensor measurement was within spec range (22.9 millivolts). Device passed the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked select button keypad overlay and minor scratched lcd window. No delivery or occlusion alarm was not confirmed. Stuck button alarm not confirmed. Cosmetic damage found on the keypad overlay. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had button was not responding and customers stated that numbers were not ramping on their own. Customer stated that the scroll bar was not moving with no input and they received infusion flow block alarm no harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.